Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Reporter phone number unknown. The philips field service engineer (fse) confirmed that the touchscreen calibration was off. The fse recalibrated the touchscreen. The unit subsequently passed all tested and was returned to clinical use.

Event description:
It was reported that the ventilator touchscreen was "off". There was no patient or user harm reported. The event date was not specified; estimate used.